Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device displayed a "valve failure - 1010" error message. Complainant indicated that the clinician placed an oxygen mask on the patient to continue treatment. Complainant indicated that the patient subsequently expired.

Manufacturer narrative:
The device was returned to zoll medical corporation; the customer's report was observed during review of the device forensic data logs. The device was put through extensive testing including full functionality stress testing without duplicating the report. The o2 valve was replaced as a precaution. The device passed the final test procedure, was recertified, and returned to the customer. Analysis for reports of this type has not identified an increase in trend.